Event description:
The involved product was received from the hosp on 10/20/2004, indicating an event date of 7/16/2004. The sample was received completely retracted. The plunger handle was pushed in beyond the skirt of the barrel as would happen with normal intentional retraction of the syringe. All components were inspected visually and found to meet product specifications. An investigation results letter was sent to the facility.

Event description:
A syringe and needle were defective. The needle was already retracted inside the syringe before use.